Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing impedance measurement but within normal range. The patient was pacemaker dependent. Boston scientific technical services (ts) reviewed the impedance measurement at implant and suggested continue monitoring. Additional information indicated that source of high pacing impedance measurement was not conclusively determined. This system remains in service. No adverse patient effects were reported.